Event description:
In 12/2000 a pt underwent a coronary vessel bypass procedure. The next day, while sitting in a chair pt began to experience a sudden onset of shortness of breath so pt was returned to bed. Inspection found that their internal jugular catheter, a baxter intro-flex percutaneous sheath was disconnected between the hub, or checks valve, and the catheter. According to dr, upon auscultation a crunching murmur was heard, this was consistent with an air embolism. The pt was reintubated and placed in trendelenburg until stabilized. A swan ganz catheter was placed and air was withdrawn using the swan ganz catheter from the pt's right atrium. An echocardiogram was completed once the pt was stable.